Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that the console was working fine during intra-aortic balloon (iab) therapy, but then the patient tried to sit up and severely bent his leg. The console then generated a fiber optic sensor failure message. The console continued pumping and the patient was stable. The customer was advised that the fiber optic strand was likely broken or severely kinked, causing the message. The central lumen was capped off and there was no flush device connected to the iab. There was a radial arterial line available, but they could not locate a pressure cable that would connect to the console to transduce pressure. They planned to attempt to locate a pressure cable from another console in the cath lab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).